Manufacturer narrative:
H4: the device was manufactured from april 26, 2022 - april 27, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed a leak from the tube set (tubing). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the administration tube during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.